Manufacturer narrative:
An investigation is pending to determine the cause of this reported event. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the flipping mechanism not functioning properly. The procedure being completed as planned with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was analyzed and found to have an attached endoscope adapter (aea) bearing friction issue. This defect was confirmed as binding. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing. The probable root cause is attributed to component susceptibility to increased friction. The endoscope cable integrated connector was visually inspected and found with mechanical damage. The cable integrated connector exhibited mechanical damage such as scratch marks/indentations at cable connector proximal end.